Event description:
Spouse of home patient (hp) reports patient line of homechoice set disconnected from transfer set during drain 1/4 of apd treatment. Spouse reports baxter technician assisted hp in ending treatment and restarting with new supplies. No patient injury or medical intervention required per spouse of hp.